Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The 99% stenosed target lesion was located in the non-calcified, moderately tortuous 1st diagonal branch. Upon inflation to unknown atmospheres, the 2.0x9mm maverick balloon did not inflate and the physician believes the balloon ruptured. It was exchanged with a different device to complete the procedure. No patient complications were reported and the patient's current condition is listed as "good".

Manufacturer narrative:
(B)(4).